Event description:
Information received indicates the ground loss light is flashing.

Manufacturer narrative:
The technician found the ground pin missing from the power cord and replaced the power cord plug to repair the bed.